Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that even if the ipg is charged to 100%, it does not finish. If you leave the battery charging, the charger display may suddenly drop from over 90% or higher to 50%. It was noted the issue was not resolved at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported the cause of the issue was unknown. No further actions were planned, and the issue was not resolved.